Manufacturer narrative:
This case was initially received via regulatory authority ansm (reference number: (B)(4)) on 17-aug-2017. The most recent information was received on 11-sep-2017. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ("hemorrhagic menstruations very impressive") in a female patient who had essure (batch no. D311454(invalid)) inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. In (B)(6) 2016, the patient experienced myalgia ("muscular pain on legs and pelvis that became more and more incapacitating within the months") and arthralgia ("articular pain on legs and pelvis that became more and more incapacitating within the months"). In (B)(6) 2016, the patient experienced gastrointestinal disorder ("disturbances on the digestive system") and gastrointestinal pain ("pain on the digestive system"). In (B)(6) 2016, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced fatigue ("chronic fatigue more and more significant"). The patient was treated with surgery (removal of the fallopian tubes with essure removal). Essure was removed. At the time of the report, the menorrhagia, myalgia, arthralgia, gastrointestinal disorder, gastrointestinal pain and fatigue had resolved. The reporter provided no causality assessment for arthralgia, fatigue, gastrointestinal disorder, gastrointestinal pain, menorrhagia and myalgia with essure. The reporter commented: she completely recovered around 4 weeks following the removal of the fallopian tubes with removal of complete essure system. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6) kgs. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on 11-sep-2017 for the following meddra preferred term: menorrhagia. The analysis in the global safety database revealed 472 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 11-sep-2017: quality-safety evaluation of ptc. Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This case was initially received via regulatory authority (B)(4) on 17-aug-2017. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ("hemorrhagic menstruations very impressive") in a female patient who had essure (batch no. D311454) inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. In (B)(6) 2016, the patient experienced myalgia ("muscular pain on legs and pelvis that became more and more incapacitating within the months") and arthralgia ("articular pain on legs and pelvis that became more and more incapacitating within the months"). In (B)(6) 2016, the patient experienced gastrointestinal disorder ("disturbances on the digestive system") and gastrointestinal pain ("pain on the digestive system"). In (B)(6) 2016, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced fatigue ("chronic fatigue more and more significant"). The patient was treated with surgery (removal of the fallopian tubes with essure removal). Essure was removed. At the time of the report, the menorrhagia, myalgia, arthralgia, gastrointestinal disorder, gastrointestinal pain and fatigue had resolved. The reporter provided no causality assessment for arthralgia, fatigue, gastrointestinal disorder, gastrointestinal pain, menorrhagia and myalgia with essure. The reporter commented: she completely recovered around 4 weeks following the removal of the fallopian tubes with removal of complete essure system. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 21-aug-2017 for the following meddra preferred term: menorrhagia - analysis in the global safety database revealed 453 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the regulatory authority is not possible. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.